Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving them a no delivery alarm. The alarm occurred during basal. They prime the device but kept getting a no delivery. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were advised to clear the alarm. They were advised to replace plunger and manually push the plunger slowly and verify if insulin exits the tubing. The customer stated that insulin did not exit. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime to at least 5.0 units. The customer state the device alarmed a no delivery. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.